Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 106 alarm occurred at the end of therapy on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they had already disconnected from the set up. The hp stated they did not experience any signs of an overfill. The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A device history record review was completed and no issues related to the discovered condition were noted during the manufacture of this device. The reported increased intra-peritoneal volume event was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.